Event description:
It was reported a patient developed a dvt after a powerpicc solo was inserted. The catheter was inserted (B)(6) 2026 in the right basilic vein and patient developed a dvt on (B)(6) 2026 in the same vein. Patient developed swelling, throbbing pain, tenderness, warmth, redness and discoloration in the affected arm. Dvt was diagnosed using usg color doppler. Patient was admitted and started on heparin therapy. Patient is now receiving apixaban 5mg od to treat the dvt. Patient did not have medical history making them more susceptible to blood clots. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.